Event description:
It was reported that the device was used during an anterior rectum resection. It was reported that the device did not staple. The case was completed with hand suturing. Pt consequence is unknown.